Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed an oversensing diagnostic event on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient condition was stable.